Manufacturer narrative:
Device still implanted and in use.

Event description:
Patient was implanted on the afternoon of (B)(6). Prior to being discharged, later that evening, he developed a hematoma at the neck incision site. He was returned to the or to drain and clean out the operative site. Patient was discharged later that morning and returned home. Later the patient returned to the ER because he was having trouble breathing. Wife of patient told dr. Moeller the patient had ignored post-op instructions and began moving boxes around his home. Dr. (B)(6) brought him back into the or to drain the hematoma, he administered keflex intravenously and confirmed that the stimulation cuff was still in the correct anatomical position. He also said the hematoma was not near the cuff. He sent patient home with a 10 day prescription of keflex antibiotics and instructed him not to move his arm and continue to rest.